Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the front panel lights are not working, color bars were displayed, and some of front panel keyboard was not working due to a faulty converter unit. However, after replacing the converter unit, only the mask was visible on screen and no image was displayed, this was attributed to a defective printed circuit board (dp-board). The light emitting diode (led) unit was found burnt. There was evidence of third-party repairs in the device. In addition, the following evaluation findings were noted: corrosion found on the dp board, main switch broken, receptable was loose, which also caused the flickering image, s-socket was found loose and deformed. The top cover, rear panel, front panel and cm board was found to be corroded. The orifice was turned yellow and dirty. The front panel cable was deformed. There were dents and rust observed on the chassis. There were slight scratches on the front panel. The legal manufacturer¿s investigation is ongoing, and if new and relevant information becomes available later, this report will be supplemented.

Event description:
The customer reported that during preparation for use the front panel keypad was not working, which was confirmed by an olympus field service engineer. There was no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the following phenomena, namely, (1) ¿front panel light is not working due to a faulty converter unit¿; (2) ¿only the color bar is coming because the converter unit is failing¿; (3) ¿there are several keys in the front panel that are not working due to the poor conversion unit¿ - the failure of the converter unit has been reported as cause. Based on this, it was presumed that the abnormality of front panel control and scope detection occurred, which led to these phenomena. Additionally, events 1, 2, and 3 were improved by changing the converter in phenomenon 4, therefore, increasing the likelihood of the converter unit failure as the probable cause. However, it was not possible to identify the underlying cause because detailed information on the history of the conversion unit to failure has not been obtained. From the technical report, the phenomenon (4) ¿after changing the converter, only the mask is visible and no images are displayed¿, it was determined to have been due to the poor and corrosive patient circuit boards (dp substrates). From this, it was presumed that there was a possibility that the dp substrate could not operate normally due to substrate failure including corrosion of components on the dp substrate, resulting in an event that an image could not be displayed. However, the root cause has not been identified because detailed information such as the direct causal relationship between the failure of the dp board and the failure of the image output, and the history of the dp board leading to the failure has not been obtained. From the technical report, the phenomenon (5) ¿the led unit was burnt and found to be using third-party components¿, it was reported that the led-unit was burnt and that a third-party component was used. It was highly probable that an abnormality occurred in the led unit such as an abnormal overcurrent, which resulted to the unit being burnt out. However, it was not possible to identify the underlying cause because detailed information was not available, such as the contents of the failure of the led unit and the history of the failure. Olympus will continue to monitor field performance for this device.